Event description:
The customer called to report a motor error alarm during the prime process. The customer stated that the insulin pump may have been exposed to MRI and/or x-ray scans since the customer is a chiropractor. The customer was advised not to expose the insulin pump to high magnetic fields. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no device has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.